Event description:
The manufacturer was contacted in reference to a dreamstation auto bipap device. The manufacturer received information alleging cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.